Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer was advised that infusion sets would be replaced. No further information provided.